Event description:
It was reported that the end user had been catheterizing for at least the last 18 months and had recently noticed a difference with the lubricant and sleeve of the vapro catheter. It was further reported that the end user experienced bleeding when withdrawing the catheters from his urethra. It was reported that he went to the ed and they used a clamp to create a clot. It was also reported that he was referred to a urologist who had the end user undergo a CT scan to investigate his report, and the CT scan showed the urine was clear and no signs of cancer. The urologist suggested the end user try a tieman tip or other types of catheters.

Manufacturer narrative:
A DHR review was conducted based on the lot number provided and the records were found to be complete and accurate. Sample not available. Complaint data review was conducted, and no adverse trends observed. The reporter was not able to provide an explanation as to what characteristics of the catheter caused or contributed to the reported bleeding. The root cause of the reported bleeding cannot be determined. It is not clear of the causation between the catheter use and the reported bleeding. UDI information provided but not gudid information since this product is not sold in the us. A similar product, sku 74144, is sold in the us.